Event description:
It was further reported that the patient has had severe pain at the implant site ever since the replacement/moving of the device. It felt tender and like it was bruised all the time. The patient also clarified that the stimulator was moved from the top of his left buttock to 6-8 inches higher.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was moved up higher on his back four months after implant due to the fact that the device was in an uncomfortable position. The patient stated he ¿could not wear blue jeans.¿ the non-rechargeable device was also replaced with a rechargeable device at that time. Additional information was requested, but was not available as of the date of this report.